Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301073 batch#: 4012772. It was reported that the bd syringe 3ml ll bns plunger rod bends easily. The following information was provided by the initial reporter: verbatim: complaint received by phone call on 24-jun-2024. Xxxx forwarded email from customer: ref: 301073. Lot: 4012772. Pic available/ sample available. Plunger bent. No event date available. No adverse event/ pt harm. Xxxx is distributor. Po: 333908476 (xxx requesting credit for 1 case).

Event description:
No additional information was provided.

Manufacturer narrative:
One thousand and forty-four samples and two photos of 3ml luer-lok syringes (p/n - 301073) batch 4012772 were received and evaluated. The samples were received loose within the export box carton containing the box label with all applicable product information. No defects were observed on any of the syringe samples received, and the plunger rods did not bend easily. One photo shows the box carton label affixed to the box containing all applicable product information. The next photo shows one loose syringe laying on a table with the plunger rod damaged, being bent about halfway up. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod damaged defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4012772 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.